Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed the pump supplies to resolve the issue. Customer¿s blood glucose level was 88 mg/dl.